Manufacturer narrative:
Product ID 3550-39, lot# n257042, implanted: 2011 (B)(6); product type accessory product ID 3 55531, lot# n293618, implanted: 2011 (B)(6); product type screening device product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the last time the patient had seen the manufacturing representative they were ¿trying to get it to work.¿ it was noted that this was at the ¿beginning of the year.¿